Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/05/2013 with the following findings: moisture was observed behind the pump display lens. The display screen was blank due to moisture ingress. A leak test was performed and a display lens leak was found. The pump case was opened and evidence of moisture ingress was found on the internal components. The keypad issue could not be investigated due to the blank display screen. The keypad cover was removed and no contamination was found under any key contacts. (B)(4).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter stated that the pump keypad buttons were unresponsive and water was visible behind the display lens after swimming with the pump. No visible cracks were reported. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.